Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by severe abdominal pain. The onset of abdominal pain presented fourteen days prior to peritonitis diagnosis. The cause of the abdominal pain was unknown at that time the patient was seen in the emergency room. Six days later, the patient again manifested severe abdominal pain and was seen in the e.r.; the cause of the pain was unknown at the time. That same day, the patient was started on unspecified intraperitoneal antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. The cause of the event was unknown. The patient was not hospitalized (only reported to be seen in the ER). Twenty days after the event onset, the patient again went to the ER with abdominal pain. The patient was started on tobramycin (dose, route, frequency, and duration not reported) for peritonitis. The patient was sent home to continue treatment. At the time of this report, the patient is recovering. Dianeal therapy remained ongoing. No additional information is available.